Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor could not start since the signal was not found. Customer's blood glucose was unknown. Customer removed the sensor and noticed that the electrode was missing. Sending replacement sensor. Product not returning.